Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v001988, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported their implantable neurostimulator (ins) had depleted when the patient reported shocking incidents at the ins site. The healthcare professional (hcp) office confirmed the ins battery depleted. The patient had the ins replaced due to normal battery depletion and was told the wire was removed as the insulation had corroded. Since replacement, the shocking had stopped. It was stated they noticed when the ins depleted, which was just 2 days short of 10 years from the date of implant, and then they started experiencing the shocking incidents. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.